Event description:
It was reported that during a roux-en-y procedure, twelve firings were completed with the first device with no issues. Second device was opened and on the third firing there was one area were the staple legs did not closed. The staples looked like "goal posts." The surgeon did not wait the 20 seconds before firing. The tissue looked compressed, but the staples did not form in that area. There was bleeding and the surgeon over sewed to complete the case. The leak test was negative. The blood loss was more than normal, but not a lot. No blood transfusion was needed. No buttressing material was used. The device was not fired across an existing staple line or clip. The triggers and buttons automatically returned to their original (pre-fired) positions, without intervention. No device returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: how was the bleeding controlled? Surgeon oversewed the staple line. On what tissue type was the device used? At what location on the tissue? Stomach, top corner. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue and grey. Was the instrument fired across or near an existing staple line or clip? Near not across. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.